Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter with blood control the needle did not properly retract. There was no report of patient impact. The following information was provided by the initial reporter: the lot # 3166524 of the bd insyte autogaurd 20g seem to possibly be defective. When the button is depressed the needle will not retract, this was discovered while attempting to insert an int on a patient, when the needle did retract, the barrier seemed to be defective also and the needle leaked/did not function as intended.

Manufacturer narrative:
H.6. Investigation summary: a physical sample was not available for investigation but bd was provided with three photos of the issue for evaluation. A review of the device history record was performed for the reported lot, 3166524, and no quality issues were found during production. Our quality engineer reviewed the provided photos and observed in the first two photos the unit packaging and product details. These photos didn't show the actual device. The third photo appeared to show a stock photo of a pivo needle free blood collection device. This is not the same device as reported or seen in the previous two photos. Since the device was not visible in the provided photos the engineer could not identify any possible defects. Therefore, based off the provided photos the engineer was unable to verify the reported defect. Since no defects were visible in the photos a definitive root cause could not be determined. For a more thorough investigation a physical sample or photo of the device or defect would be required. If a physical sample becomes available or a new photo is provided this investigation will be reopened. The manufacturing facility has been notified of this incident and the findings. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter with blood control the needle did not properly retract. There was no report of patient impact. The following information was provided by the initial reporter: the lot # 3166524 of the bd insyte autogaurd 20g seem to possibly be defective. When the button is depressed the needle will not retract, this was discovered while attempting to insert an int on a patient, when the needle did retract, the barrier seemed to be defective also and the needle leaked/did not function as intended.